Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio replaced the device's system pcb to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device displayed a blank screen. This can be indicative of a device lock-up that could delay or prevent defibrillation, if it were necessary. There was no patient use associated with the reported event.